Event description:
Vertecor midline osteotome was used in multiple vertebrae with sclerotic (dense) bone. Upon use in multiple vertebrae, the outer tube of the device separated form the shaft. The separated section of the device was retrieved without any adverse effect to the patient.

Manufacturer narrative:
A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, mechanical test was performed and test results for the lot met all specifications. The vertecor midline osteotome was used in more than one vertebra and in dense bone. Device labeling warns against use of the device in more than one vertebra or dense bone.